Event description:
Report #2 of 2 for this event. It was reported via legal documentation that a patient had a right total knee arthroplasty. Subsequently, two (2) years, three (3) months later the patient was revised due to issues including but not limited to joint pain, tissue damage, loosening, instability, polyethylene wear, osteolysis, and revision with bone graft. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. No additional information is available.